Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 102" (259 cm) appx 5.0 ml, transfer set w/microclave¿ clear, dual check valve, smallbore trifuse ext set w/2 microclave¿ clear, 0.2 micron filter, clamp, rotating luer where a leak of tpn (total parenteral nutrition) from the filter was reported. This is a near miss leak of tpn tubing contributes to risk of infection and hypoglycemia. There was patient involvement, unknown patient harm, and unknown delay in therapy.